Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effects of hemorrhage, anemia and dissection are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Correction: b1 - adverse event/product problem: updated from adverse event, product problem to adverse event.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to a navitor implant interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 14f sheath and the navitor implant procedure was completed. After the navitor delivery system was removed, a 14f non-abbott introducer sheath was re-inserted and final imaging was performed. Reportedly post procedure, hemostasis was not achieved with the prostyle sutures. An additional prostyle was used; however, hemostasis was still not achieved. The knots of all three prostyles had been successfully advanced. It was noted that a dissection had occurred, which the physician deemed caused by the non-abbott introducer sheath and resulted in the inability to achieve hemostasis with the prostyle devices. Surgical repair was performed to achieve hemostasis. A blood transfusion was performed due to a decrease in hemoglobin. In the physician's opinion, the vascular injury (dissection) requiring surgical repair and blood transfusion was unrelated to the prostyle devices. Although there was a clinically significant delay in the procedure or therapy and hospitalization was prolonged, it was reportedly unrelated to the prostyle devices. No additional information was provided.¿

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. This complaint is selected as the representative device as it was the first device used which would have had potential to contribute to the reported adverse patient effects.